Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) m2025. According to the patient, on (B)(6) 2025, the patient was eating with his wife when he said that he wasn't feeling too well. The wife noticed that his eyes changed, and his stare was "fading away. The dexcom reading during that time was 90 mg/dl but the symptoms were hypoglycemic. The wife recognized the first signs of a hypoglycemia induced coma. When the wife came back downstairs, the patient was already convulsing (seizures) on the floor. She proceeded to put him in a lateral safety position and tried to take material out of his mouth. The wife proceeded to remove the food from his mouth to prevent choking - she was bitten on her finger (got a chunk of flesh chopped off in the process). The patient stopped convulsing after the wife treated him with baqsimi (nasal spray containing 3 mg of glucagon) and 3 spoons of honey. The patient and his wife happened to have been on vacation at a doctor friend's house at the time of the event. When their friend came back, she advised to eat more carbs (mashed potatoes) and gave them a prescription to replace the used baqsimi and for a nurse to come and take care of the wife's wound. The patient¿s values were checked again after the event and the dexcom reading was 136 mg/dl and the bg 96 mg/dl. The wife eventually ripped the insulin pump off of the patient¿s body because she did not have the patience to stop the insulin delivery with the controller. At the time of the report the patient was good. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.